Manufacturer narrative:
Based on provided information, no parts were replaced to solve the issue. If technical error code indicating control printed circuit board error appears during ventilation, ventilation will stop and audiovisual alarms will be generated. If disabled ventilation error appears during startup, the corresponding startup error code will be generated and ventilation cannot be started. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a control printed circuit board error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.